Event description:
It was reported that after reprogramming on (B)(6) 2007, because of undesirable change in sensation, the function of stimulation decreased and there were more problems with constipation and pain in the abdomen. Reprogramming was noted. Additional information received reported that after reprogramming on (B)(6) 2007 the undesirable change in sensation disappeared. The location of the patient¿s symptoms/issue was buttock area. It was noted that there was reprogramming done on (B)(6) 2007 and resolved. Additional information received reported that the loss of stimulation and effect was lead related. Additional reprogramming on (B)(6) 2007 was performed and it was noted that there was good effect of treatment again.

Manufacturer narrative:
Product ID: 309243, lot# b0149798k, implanted: (B)(6) 2003, (B)(4), product type: lead. Product ID: 30951043, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 309243, lot# b0149798k, implanted: (B)(6) 2003, product type: lead. (B)(4).